Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly several times and the pump must be reset each time. The customer's blood glucose reading was 38 mg/dl at the time of incident. Troubleshooting found that the display screen locked up and there is fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no frozen display or other alarms noted. The keypad connector was inspected and no anomalies were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a corroded battery tube and minor scratches on the lcd window.